Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The following day, the patient was hospitalized for the reported event. The cause of the peritonitis was unknown. On the day of hospitalization, the patient began treatment with meropenem (1gm, frequency and route not reported). On an unreported date, the treatment for the peritonitis included fortum and reflin (1gm, frequency and route not reported). The patient was recovering from this event. The actions taken with pd therapy were not reported. No additional information is available.